Event description:
It was reported to boston scientific corporation that a sensation medium crescent snare was unpacked during a polypectomy procedure in the colon on (B)(6) 2012. According to the complainant, during unpacking, it was noted that there was a crack at the distal tip of the sheath. The device was put to the side and another sensation snare was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that there was a cut in the distal section of the sheath, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4) for the investigation findings: sheath cut. Investigation results: visual evaluation of the complaint device revealed that there was a clean cut near the distal end of the sheath; however the loop has the correct shape. There is not enough information and evidence available to determine a root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.